Event description:
Healthcare professional later reported histopathological markers cd30+ and alk- with stage t3 confirming breast implant associated anaplastic large cell lymphoma.

Manufacturer narrative:
Date of alcl diagnosis: (B)(6) 2023. The reported event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported for left side "uss had shown ruptured implant on the left side, MRI showed large seroma on the left side with intact implants" with "findings suspicious of alcl", and "delayed seroma". Physician further reported "increase in size of l breast" and "histological examination of the capsule on the left side has confirmed alcl". Histopathological markers cd30+ and alk- have not been received. The device has been explanted. Treatment: device explant, total en bloc capsulectomy. The explanted device is intact.

Manufacturer narrative:
Continued h6: f2201, f2203. Continued e1 (facility name): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma-late and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "large seroma", "findings suspicious of alcl" (histopathological markers not reported). Visual analysis of the photographs identified: lymphoma-alcl-suspected: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported for left side "uss had shown ruptured implant on the left side, MRI showed large seroma on the left side with intact implants" with "findings suspicious of alcl", and "delayed seroma". Physician further reported "increase in size of l breast" and "histological examination of the capsule on the left side has confirmed alcl". Healthcare professional later reported histopathological markers cd30+ and alk- with stage t3 confirming breast implant associated anaplastic large cell lymphoma. The device has been explanted. Treatment: device explant, total en bloc capsulectomy. The explanted device is intact.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late : unable to observe since it is a medical event and is not related to the device. Lymphoma- alcl : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. Voids observed on the gel.